Event description:
It was reported the paddles are not connecting. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided and the customer ordered replacement of the paddle replacement kit, water resistant. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles, of which the replacement was shipped to the customer. The device remains at the customer site and no further evaluation is warranted at this time.